Manufacturer narrative:
(B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Method - programmer files were reviewed. Conclusion: the observed non-sustained oversensing episodes could result from strong external interference (emi), specific pt activities, or myopotentials sensing; none of them could be confirmed with certainty. These episodes have been recorded since at least (B)(6) 2011. The analysis did not reveal any anomaly of the ICD or of the lead. However, careful monitoring of this phenomenon should be performed upon each f/u.

Event description:
Reportedly, oversensing and inappropriate shock delivery was observed during the f/u of the subject device on (B)(6) 2013. It occurred on (B)(6) 2013. A recommendation was requested.